Event description:
It is reported that the pt was revised due to an unstable hip.

Manufacturer narrative:
Eval summary: revision operative notes were provided which noted significant scarring posteriorly and circumferentially about the femoral neck and acetabular prosthesis. There were no complications at the revision surgery. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers this investigation closed.